Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed hall sensor movement error while the customer was sleeping. The patient rewound the device and the insulin pump restarted itself. The hall sensor movement error recurred a few hours later. The patient's blood glucose at the time of incident was 26.6 mmol/l. The patient has since reduced their blood glucose to 10.9 mmol/l. The customer went swimming yesterday. The patient was no longer able to rewind the insulin pump. The insulin pump will be returned for analysis.